Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up. The patient was seen in the ICU for an infection. Upon device interrogation, it was noted that the device had reached end of life (eol) approximately five months prior to this visit. The battery was 2.2 v with a charge time measurements of 28 seconds. The patient was to be sent home wearing a life vest until a device replacement procedure could occur.

Event description:
Additional information was received that this device was electively explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.